Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 4 years and 5 months post implant of this bioprosthetic valved conduit, it was replaced valve-in-valve due to right ventricular outflow tract (rvot) obstruction. The patient experienced shortness of breath with exertion. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.